Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01438. The patient has leads for off-label use. It was reported skin erosion occurred at patient's occipital lead site. As a result, the liable lead was clipped, explanted, and replaced. Surgical intervention resolved the patient's issue. Note: both of the patient's occipital leads are being reported as explanted because it is unknown which lead was replaced.